Event description:
During a midfoot fusion, while implanting a screw, the lag screw drill broke. The broken piece was unable to be removed and was left in the patient. Rep was unsure if the surgeon hit an already placed screw causing the drill to break but stated it was a possibility after viewing the post-op x-rays. Surgery was completed successfully.